Manufacturer narrative:
The customer found a crack in the tubing through pinch valve pv37. She replaced the tubing at pv37 which fixed the leak. (B)(6).

Event description:
The customer observed a fluid leak of 10 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no related error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.